Manufacturer narrative:
Lundblad, h., karlsson-thur, c., maguire, g.q. Et al. Can na18f pet/CT bone scans help when deciding if early intervention is needed in patients being treated with a tsf attached to the tibia: insights from 41 patients. Eur j orthop surg traumatol 31, 349¿364 (2021). Https://doi.org/10.1007/s00590-020-02776-2. H10: internal reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that on literature review "can na18f pet/CT bone scans help when deciding if early intervention is needed in patients being treated with a tsf attached to the tibia: insights from 41 patients", 1 (one) patient suffered from a mono arthritis in his left ankle. For this reason he had two surgeries. One in 2008 and in (B)(6) 2014 he underwent a subtalar arthrodesis. After this he had a fulminant infection that was drained. On august 14 he presented at the hospital and two days later he was operated with a revision surgery and removal of all hardware (unspecified hardware). Four days later he was stabilized in an external fixator and vacuum assisted closure (vac) was initiated. After changing the vac a few times he was again operated on (B)(6) 2014 when the bone defect was revised and filled with a cement spacer with gentamycin. November 5, 2014 the external fixator of hoffman type was changed to a taylor spatial frame. The cement spacer was removed and the defect was filled with a mixture of autologous bone graft and calcium sulphate mixed with tobramycin and vancomycin. After a minor operation because of a pin infection in the forefoot the frame was removed in (B)(6) 2015 after 173 days. The infection has now subsided and he has a stiff painless ankle. He is due for an x-ray within 6 months to confirm complete consolidation. No further information is available.